Event description:
The customer questioned results for 3 patients tested for free triiodothyronine (ft3). The customer provided data for 2 patients. Based on the data provided, the results for the 2 patients were erroneous and reported outside of the laboratory. Patient 1 initial ft3 result was 0.9 pmol/l. The repeat result was 3.42 pmol/l. Patient 2 (female with date of birth of (B)(6) weighing (B)(6) lbs) initial ft3 result was 4.2 pmol/l. The repeat result was 5.05 pmol/l. No adverse event occurred. The e411 analyzer serial number was (B)(4). It was noted that the patient samples the customer questioned were frozen and they thaw them on the table and mix them manually prior to placing them on the instrument. The field application specialist advised the customer that the samples should be centrifuged after thawing to remove fibrin clots or other precipitates from the samples. The field service engineer visited the customer site and found no instrument related issues. A specific root cause could not be identified. A general product issue can most likely be excluded. It was noted that the customer is not following reagent handling recommendations.